Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a black spot was found on the tip of a 5 ml bd luer-lok¿ syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR review for batch 7001785 (p/n (B)(4)): manufacturing dates: 1/03/17 - 1/05/17. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7001785 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one loose 10ml assembled syringe was received by bd canaan and reported to be from batch #7001785 (p/n (B)(4)). The sample was visually evaluated. The syringe was found to have multiple black spots located between the luer and barrel roof extending to the first minor grad line. The specks appear to be dried ink outside the print area and not in fluid path. They are level 1 in size. This is an acceptable condition at bd canaan and is considered to be a cosmetic defect. Based on the sample evaluation: unconfirmed: bd (B)(4) was not able to confirm the customer's indicated failure. Based on the fact that no rejectable defect was found, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.